Event description:
The plaintiff's atty alleged that the decedent experienced a cardiovascular event on an unk day in (B)(6) 2010 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving two separate products.